Event description:
Acclarent was notified on (B)(4) 2014 of an event during an airway dilation case when acclarent balloon dilation technology were used. The physician was in the process of performing an airway procedure and while inflating the balloon into patient throat, his cricoid was fractured. Procedure was stopped and balloon was removed.

Manufacturer narrative:
Acclarent made attempt three times to contact the treating physician to request additional information but did not get any response. MDR will be updated if additional information provided. This report is being submitted in an abundance f caution. The subject device of this report was not returned for evaluation. Acclarent will continue to monitor this phenomenon for trending purposes.